Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 3/25/2021 that a 2nd surgery was performed to adjusted a sign nail and add bone graft due to a non-union. Surgeon comment: " she was operated in kabul with a sign nail. The size was an issue as we did not had a 10 or 11mm smaller nail so we reinserted the same nail with a different entry point and added bone graft "